Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 415 mg/dl. Customer declined troubleshoot for high blood glucose. Customer changed his set out when he got home and his bg came back down. The insulin pump will not be returned for analysis.